Event description:
A customer called stated that customer needed some help coding the customer's elite system with the correct program code. Customer just finished using the f-5 strips and is starting a box of f-1 strips. In addition, the customer stated that the meter gave a result of "lo" (less than 15 mg/dl). It was assumed that customer did not have symptoms of hypoglycemia to match the lo result. A result of less than 15 mg/dl can be a serious condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of an off brand reagent strip. The customer was supplied replacement product. The complaint is considered closed for purposes of MDR.